Manufacturer narrative:
Retained devices for the reported lot were tested with clinical negative serum samples. All devices yielded expected negative results at 5 and 6 minutes. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. This issue will be subject to tracking and trending. This test provides a presumptive diagnosis for pregnancy. A false positive result can be caused by a variety of factors and interfering substances. Please refer to the limitations and interfering substances section of the package insert. For these reasons, a secondary analytical method must be used to obtain a confirmed result.

Event description:
It was reported that on (B)(6) 2019 the customer was receiving weak positive results when running qualitative serum hcg on some patients using the cardinal health rapid test hcg combo 30t. Confirmatory quantitative hcg was then performed and provided negative results. No treatment was provided or withheld based on the false positive result and no adverse patient outcomes were reported.